Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01285.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via left common femoral vein due to pulmonary embolism (pe) and deep vein thrombosis (dvt). Patient is alleging vena cava perforation, organ perforation (mesenteric) and pain post implant. The patient further alleges ¿anxiety, mental anguish and stress, panic disorder, bipolar disorder¿ and limited activity. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿note is made of an inferior vena com filter with its apex positioned normally in the center of the inferior vena cava. The apex of the filter appears to be located just below the right renal vein. Several of the tines for the ivc filter are located peripheral to the wall of the inferior vena cava. 1 is located posterior to the aorta noted on axial image 50. As well there is a stent extending from the inferior aspect or the ivc into the left common iliac vein.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008. The patient alleges to have been injured without further explanation.